Manufacturer narrative:
A review of complaints took place and the firm has concluded that this complaint should have been filed as an MDR. The bed frame had the left and right deck pivot point bolts shear causing the head section of the bed to detach from the mid-section of the bed frame. This bed frame also had a width extension assembled on the bed. A new bed frame with width extensions was delivered to the facility. During the review of complaints there were similar occurrences that the firm found and have filed mdrs for these complaints as well. The firm is monitoring for any future complaints.

Event description:
Customer called in and stated that the head deck bolts from their bed broke.